Manufacturer narrative:
Date the incident occurred is unknown. Therefore the date on which the presentation was sent to gore for review was used as the date of event. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. M. Reijnen at the linc convention on january 21, 2019. The presentation included initial results of the ongoing iceberg study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other occurrences, the presentation mentions 4 early occlusions of the hypogastric branch. Additional details were not provided. The following additional info was reported to gore on may 3, 2019: patient (B)(6) was hospitalized 7 days after the initial procedure for a renal colic. During the related CT scan thrombosis of the ibe internal iliac component (hgb) was identified. It was stated that the patient was asymptomatic. The physician assumes that the cause of the thrombosis was due to an excessive distal landing zone of the graft nearby a bifurcation of the main trunk.